Manufacturer narrative:
Batch review performed on 24-oct-2024 lot 2336529: (B)(4) items manufactured and released on 19-sep-2023. Expiration date: 2028-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: gmk-sphere 02.12.0022l femoral component sphere cemented size 2+ l (k140826) lot 2245089: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 2028-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 3 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised successfully the insert and femoral component and implanted more constrained components.